Event description:
I am a type 1 diabetic and on august 2nd, my dexcom g7 continuous glucose monitor (cgm) repeatedly showed dangerously low readings of 52 mg/dl, setting off constant low-glucose alerts. I began feeling unwell but noticed my symptoms didn't align with hypoglycemia. When I finally checked my glucose with a fingerstick test strip, it read 415 mg/dl -- confirming that the dexcom g7 was severely inaccurate and could have led to a life-threatening insulin dosing error had I trusted the device's readings. During this episode, I experienced symptoms of severe hyperglycemia, including extreme thirst, dry mouth, nausea, blurred vision, and headache. Despite these clear signs, the device continued to warn of critically low glucose, creating dangerous confusion and stress. I have photo evidence of two additional incidents showing major discrepancies between dexcom g7 readings and actual glucose levels confirmed by test strips. These are the only instances I have formally recorded, though there have been many others. As a type 1 diabetic, I often don't have the clarity or energy during these moments to document every malfunction -- I am simply trying to stay safe and manage my condition. I have been a dexcom user for nearly six years, and until now, I have trusted the accuracy of their devices. However, the g7 model has consistently failed to meet its stated accuracy and safety standards. Each time I contact dexcom, all they do is send replacements without addressing the underlying issue. I have received multiple defective replacements and no meaningful follow-up from the company. Call to action. This is an urgent and recurring safety concern. The dexcom g7's inaccuracies have directly resulted in life-threatening situations and could easily harm others who rely on it for life-critical insulin decisions. I am requesting that the FDA investigate the reliability and quality control of the dexcom g7 devices to prevent further harm to patients who depend on continuous glucose monitoring for survival. I have uploaded all pictures with the date, time and both devices next to each other showing the discrepancy- for all 3 instances/days, including yet another discrepancy that happened today october 17th. Pictures are dated at the top. Fyi- you can see the dexcom reading displayed by my insulin pump device, per my device's configurations. Pt codes: 1905, 1807, 2137, 1880. Device code: 1535, 2588. Ref reports: mw5177780, mw5177781.